Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and reviewed the diagnostic logs. The se verified an error code in the logs and found the expiratory filter was cloudy. The se replaced the expiratory filter. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during extubation of a patient, a 980 ventilator generated a ventilator inoperable message with a backup ventilation error code. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and extubated with no harm or injury.